Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.

Event description:
It was reported that cts provided off label insulin messaging for fiasp insulin and patient had high blood glucose levels and was treated with correction bolus via multiple daily injection (mdi) on (B)(6) 2026.